Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer issues confirmed. Fluid ingression¿ through visual inspection. Replaced printed wire assembly (pwa) board and performed performance verification tests (pvt) unit passed all test criteria.

Event description:
It was reported that the device displayed error code 46011 and fluid ingression. There was no patient involvement.